Event description:
It was reported in a hospital implant registration form that the patient developed an infection. The right atrial (ra) lead was removed along with the rest of the ICD system. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".